Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The pt displayed signs of septic shock, tachycardia and fluctuating blood pressure and was returned to the operating room. A re-operation was performed and a microscopic perforation at the distal end of the staple line was noticed. The surgeon stated 2.5 litres of bile was removed from the cavity and a gastric tube was inserted to relieve pressure on the gastric pouch. The hosp has reported the pt's condition is satisfactory.